Event description:
It was reported that bed power was intermittently interrupted. No injuries were reported.

Manufacturer narrative:
Circuit breakers. Customer abuse caused circuit breakers to shift causing intermittent power to the bed.